Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The procedure was completed robotically with no patient injury. No issue was found related to opening or closing of instrument. No issue was noted related to yaw or pitch motion. There was no collision with any other instrument or tool during procedure. No fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to start of a da vinci-assisted ventral hernia surgical procedure, the ends of the mega suturecut needle driver instrument wires were separated. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.